Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received a shock that was inappropriate. The patient was not able to perform a transmission in the remote monitoring system and a message stating remote monitoring disabled due to limited battery capacity was observed. Technical services reviewed the available data and noted the message low shock lead impedance detected when attempting to deliver a shock, with a code 1007. The patient presented to the hospital for a device check the following day. It was determined the lead was likely compromised and the device and lead should be explanted and replaced. It was noted the patient had brugada syndrome and had a device implanted for more than 10 years and had never received a shock for ventricular fibrillation (vf). The patient did not wish to continue with ICD therapy. It was therefore unknown whether the device and lead would be explanted for return and analysis. The field representative later confirmed that the patient returned to the hospital three days later and was admitted for the device replacement procedure. The next day the device was explanted and replaced with a competitor's device. The rv lead was also replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead code was recorded on (B)(6) 2018. A power on reset (por) occurred at the same time, followed by additional faults, including charge time exceeded faults which caused the device to declare elective replacement indicator (eri)/end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy, and caused the eri/eol battery status, despite the fact that significant battery voltage and capacity remained.